Event description:
As reported; the coil was filled into the aneurysm about 5cm and then detached prematurely. Most of the coil remained in the microcatheter. The doctor used the balloon to expand the microcatheter, so the balloon pressed the coil, and then removed together with the guiding and microcatheter.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The reported device is expected to be returned to microvention for evaluation but not yet received. A supplemental and final report will be filed following the completion of the complaint investigation.

Event description:
Additional information received notes the physician used a balloon to press the stretched coil and removed the coil. The coil was not pushed into place in the aneurysm by the balloon mentioned. The procedure was completed by replacement / replaced with other models of coil.

Manufacturer narrative:
H10: search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The investigation of the returned coil system found the body coil stretched at transition area of the pusher. The implant was returned separated from the pusher with coils damaged at the middle area. The pusher's heater coil showed no signs of activation using a detachment controller. The monofilament was found to experience a tensile break based on the profile of the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.